Manufacturer narrative:
Pt info was requested. The facility did not provide pt info. Sorin group (B)(4) received a report that during the vein harvesting procedure, they noted blue plastic debris in the endoscopic channel. The debris was retrieved from the wound. There was no report of pt injury. Sorin group (B)(4) has received the device and the investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during the vein harvesting procedure, they noted blue plastic debris in the endoscopic channel. The debris was retrieved from the wound. There was no report of pt injury.